Event description:
Device was determined to be eos via the (B)(6) today and the patient was brought in-clinic. The patient had surgery involving cautery on the right side of the chest (fistula removed) on (B)(6) 2013. The device recordings displayed 20 inappropriate detections and 5 inappropriate shocks, possibly from a magnet slip, on (B)(6) 2013. The device was at 86% remaining prior to surgery. Battery voltage is reading 3.06v. Eos reset was performed successfully.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.